Event description:
It was reported that the video processor had the camera not displaying. The issue was found during set up of the device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to disconnection in receptacle unit, noise occurs and no image is displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: disconnection in receptacle unit should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.